Event description:
This complaint is now reportable based on the analysis completed on (B)(4) 2012. It was reported that during a stenting treatment procedure, the stent was unable to be deployed. The target lesion was located in the superficial femoral artery (sfa). The lesion was predilated with a non bsc balloon and then the physician advanced a 7 x 118 x 120 epic stent delivery system (sds) to the sfa. When the physician attempted to deploy the stent by rolling the thumb wheel in the proximal direction, nothing happened and the stent was unable to be deployed. The physician removed the device from the patient and successfully completed the procedure with another epic stent of the same size. No patient complications were reported and the patient's current condition is stable. However, returned product analysis revealed that a shaft separation occurred.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4). Device evaluated by MFR: the device was received for analysis and it was found that 3 mm of the stent was protruding from the distal end of the outer sheath. The inner shaft was kinked 8 mm from the edge of the pull grip. There was a complete separation of the outer shaft from the luer. The lack of adhesive on the proximal end of the outer shaft and inside the luer revealed an insufficient adhesive bond. Due to the confirmed insufficient bond and shaft separation the stent was not able to be deployed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is manufacturing based on evidence of a deficient bond contributing to the confirmed shaft separation and deployment failure. (B)(4).